Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The device was unable to perform displacement test due to physical damage. The pump was received with a cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported vis phone call that the insulin pump was cracked at the retainer ring. The customer's blood glucose was 123 mg/dl. The product will be returned for analysis.